Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion in the subclavian vein. The 7.0mm x 40mm x 75cm athletis pta balloon ruptured on the first inflation at 30 atmospheres. The procedure was successfully completed with a different device without issue or patient injury.